Event description:
It was reported that the customer had normal blood glucose levels of 90 mg/dl. The customer reported that the battery of the insulin pump would not last long. The customer also reported several low battery alerts from the insulin pump. The insulin pump would thereafter show an empty battery on the display. The customer reported that he inserted a new battery but got a blank display. Troubleshooting was done. The customer reported a crack below the reservoir window of the insulin pump. The customer also reported that the threads for the battery cap on the battery compartment of the insulin pump were stripped. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. No weak battery or low battery alarms noted during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.